Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding during menstruation"), rash ("rashes") and pruritus ("itching"). The patient was treated with surgery (on (B)(6) 2009, underwent total hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, rash and pruritus outcome was unknown. The reporter considered menorrhagia, pelvic pain, pruritus and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("chronic pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)), hot flashes, hypothyroidism, hypoglycemia, night sweat, bleeding intermenstrual, bladder infection, benign neoplasm, d & c, headache, migraine, seasonal asthma, kidney stones, urinary tract infection, cholecystectomy in 2005, recurrent abortion (1998 & 1999) and kidney stones. Denies tobacco, alcohol or drug abuse. Previously administered products included for an unreported indication: depo, morphine and codeine. Past adverse reactions to the above products included multiple allergies with codeine and morphine. Concurrent conditions included overweight, bleeding breakthrough, alcohol use, endometriosis and uterine polyp. Family history included (B)(6) (stepmom), diabetes (aunts/uncles), hernia (sister), irritable bowel syndrome (sister), anemia (sister), blood disorder (sister), gallbladder disease (father and daughter kidney stones), renal disease (father and daughter kidney stones), diabetes (aunt and mother), skin disorder (daughter), hypertension (mother), breast cancer, uterine cancer, colon cancer and leukemia. Concomitant products included hydrochlorothiazide since 2016, levothyroxine since 2006, liothyronine since 2006, liraglutide, mirabegron since 2011 and nitrofurantoin since 2011. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes / rashes or skin conditions (rashes on arms, torso)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes/ bladder problems worsened"), dyspareunia ("dyspareunia painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced weight increased ("weight gain / loss (specify which one: weight gain"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pruritus ("itching"), bladder disorder ("bladder or urinary problems or changes/ bladder problems worsened"), abdominal pain lower ("infrequent, but constant during period- lower abdominal pain/ severe- lower abdominal pain/ lower abdominal pain") and investigation noncompliance ("she did not undergo essure confirmation test."). The patient was hospitalized for 2 days. The patient was treated with surgery (ablation done) and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the menorrhagia, vaginal haemorrhage, pruritus, bladder disorder, dysmenorrhoea, abdominal pain lower and investigation noncompliance outcome was unknown, the pelvic pain, rash and urinary tract disorder was resolving and the female sexual dysfunction, dyspareunia, fatigue, alopecia, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, investigation noncompliance, menorrhagia, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2009: surgical pathology report - final diagnosis: uterus and cervix, hysterectomy: benign secretory endometrium, no hyperplasia or malignancy. Benign squamous mucosa and endocervical mucosa, no dysplasia or malignancy. Gross description specimen: uterus with cervix size and shape: uterine body, slightly distorted, 6.5 x 5.2 x4.6 cm weight: 115 grams serosa: tan-pink to hyperemic, smooth cervix: 3.1 cm in length, 3.6 cm in diameter, had a tan-white to hyperemic smooth ectocervix and hyperemic, trabeculated endocervix. Endometrium: the endometrial cavity is 4 x 3.3 cm and had tan to tan-red smooth soft endometrium which was up to 0.3 cm thick. Myometrium: tan-pink to hyperemic, smooth and was up to 2.1 cm thick. A lesion or mass was not identified. Right adnexa: not included left adnexa: not included. (B)(6) 2010: digital screening mammogram of both breast- tissue density: scattered frontal glandular densities. (B)(6) 2010: mg-diagnostic digital mammogram, right - well-defined solid nodule in right breast upper outer quadrant. (B)(6) 2010: right breast sona biopsy- received were approximately two yellow-white needle core biopsy fragment up to 2.0 cm, linked orange, all in one. (B)(6) 2010: (B)(6) assisted breast biopsy with clip placement, right - successful breast biopsy as above. Most recent follow-up information incorporated above includes: on 24-jan-2018: case classification updated to "medically confirmed case". New events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes/ bladder problems worsened, dysmenorrhea (cramping), dyspareunia painful sexual intercourse), fatigue, hair loss, vaginal discharge, weight gain / loss (specify which one: weight gain, infrequent, but constant during period - lower abdominal pain/ severe- lower abdominal pain/ lower abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.